Manufacturer narrative:
The lead is currently not available for analysis. It is currently not possible to draw any conclusions regarding the clinical observation. Testing will be continued once new information is available.

Event description:
Ous MDR - at approximately 38 months after implant, home monitoring reported an lv -impedance of >3000 ohm. An ICD interrogation showed an ineffectiveness of lv stimulation. A dysfunction of the lv lead was diagnosed. The patient showed no symptoms, the required revision was planned. The ICD and this lead were replaced. No worsening of the patient's health was reported. Should additional information be received, this file will be updated.